Event description:
It was reported that the bd precisionglide hypodermic needle label was torn from the box. The following information was provided by the initial reporter: customer has rejected the products because labels are detaching and there is one torn. Label is detaching when removing the plastic.

Manufacturer narrative:
Three photos received by our quality team for investigation. Through visual evaluation, label is observed to be broken and detached from the outside box. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is related with human error. Operator does not adhere the label properly during packaging process. Procedure will be updated to verify and confirm the label is adhered. H3 other text : see h10.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide hypodermic needle label was torn from the box. The following information was provided by the initial reporter: customer has rejected the products because labels are detaching and there is one torn. Label is detaching when removing the plastic.